Event description:
During right shoulder rotator cuff repair, when the pressure setting was changed from 50 to 40 the pump suddenly went crazy and over-ran, swelling up the pt's shoulder. The surgeon had to do an open-procedure from there. The clinical director stated the pump's display never changed numbers from 50 to 40. Pt was followed-up with two days after the procedure and was recovering fine at home. Pump has not been received as of 2/10/06.